Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional prostyle device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted with two prostyle devices after a cardiac ablation interventional procedure using an 8f sheath. Reportedly, both prostyle devices were not pre-flushed with saline prior to use and blood flow was not observed at the marker lumen with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: both prostyle devices were properly pre-flushed with saline prior to use. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿blood flow was not observed at the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2017 was removed.